Event description:
A falsely low advia centaur cp ca 19-9 result was obtained on a patient sample and considered discordant when compared to another ca 19-9 test method. The customer performed dilution testing on the discordant patient sample and obtained elevated results. There was no report of adverse health consequences due to the discordant low advia centaur cp ca19-9 assay result.

Manufacturer narrative:
The cause for the initially discord low result when compare to another ca 19-9 test method result and the non-linear elevated dilution recovery results may be attributed to an interfering substance. The customer's quality control results were within acceptable ranges and there was no other known report of other patient discordant results at the time of the incident. The instruction for use under the limitation section states the following: "note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. "Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Ten patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." No conclusion can be drawn.